Event description:
Per the audiologist, the patient requested that the cochlear device be removed. The patient reportedly suffered from tinnitus and preferred to not use the cochlear device. The patient's device was explanted in 2008. There are no reimplantation plans.

Manufacturer narrative:
This is a final report.